Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found distal stent damage where struts were stretched, distorted and raised. No issues were noted with the bumper tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the extrusion shaft or the hypotube shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-jan-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm x 3.00mm target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. After pre-dilatation with a 2.50x12 balloon catheter, a 3.00x32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.